Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the device was not detected on the bus, and the drawer had failed to open. The field service engineer (fse) swapped the drawer and replaced the faulty auxiliary enhanced half-height cubie drawers. The drawers were tested and confirmed to be functioning properly. The medstation was fully operational. The rx technician verified the functionality, hta diagnostics passed, the firmware was updated, and the storage space was reassigned. The rx technician accessed the drawers' multiple times successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was not detected on the bus and failed to open. The customer reported that the malfunction occurred when the user attempted to dispense medication to the patient but was unable to retrieve the medications. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf codes, manufacturer narrative and section b describe event or problem. Correction: section d unique identifier (UDI). Case (B)(4): medstation es- 3500b keeps failing. Part analysis: the reported issue related to the medstation es aux 7-drawer was confirmed by the bd field service engineer (fse). However, evaluation process conducted in the dchu laboratory testing showed proper functionality. The device was initially evaluated by the bd fse according to wo (B)(4): fse reported that swapping of a drawer was performed. Fse replaced faulty auxiliary enhanced hh cubie drawer 2.1 and 2.2. After the replacement of hardware, the device was configurated and tested. The device exhibited no further issues. During dchu laboratory external inspection performed on the returned assy smart hh cubie drawer (p/n 361054-01, date code 13june2024): no obvious physical damage, deformation, or contamination was observed on the drawer housing, latch mechanism, or connector interface. Dchu laboratory testing found no issues or malfunction within functional testing of the returned drawer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause was not identified. No fault was found with the returned drawer assembly.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not detected on the bus and failed to open. As per part investigation,it was determined that there was no fault found with the returned drawers and hardware test application was able to detect both the drawers. The customer reported that the malfunction occurred when the user attempted to dispense medication to the patient but was unable to retrieve the medications. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
E1(initial reporter facility name - (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was not detected on the bus and failed to open. The customer reported that the malfunction occurred when the user attempted to dispense medication to the patient but was unable to retrieve the medications. However, there were no delay or adverse events or injuries reported based on this event.